Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the tortuous, calcified, 90% stenosed, proximal left circumflex (lcx). The physician attempted to cross the lesion with another MFR's balloon, but was unsuccessful. The quantum maverick monorail balloon crossed and was inflated. The balloon ruptured on the first inflation at 12 atms and a perforation was noted. The other MFR's balloon was inserted again, but it ruptured at 6 atms. Pt experienced "strong chest pain" during this time. The physician decided to use another MFR's balloon to treat the perforation. There were no further pt complications. Pt status was "satisfactory".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The mfg records for top assembly batch 8299126 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.